Manufacturer narrative:
Submit date: 9/28/2017.

Event description:
The customer states that there was an issue with the enteral feeding pump. The pump under delivered. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states the device under delivers. There was no patient involvement. There was no harm to the patient or medical intervention required. The patient was under fed by 300ml. The set volume to be delivered was 1400. The actual volume delivered was 1000ml-1100ml in 12 hrs. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no harm to the patient or medical intervention required. The patient was under fed by 300ml the set volume to be delivered was 1400. The actual volume delivered was 1000ml-1100ml in 12 hrs.